Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5,d9, e1(telephone),h3,h6(type of investigation),h10(evaluation results). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation no root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed using a similar device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image when connected. The image vanished, after disconnecting the camera head the test image appeared on the monitor. Reconnecting the camera head resulted in a black screen. The issue was found during a laparoscopy. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had no image. The issue occurred during a laparoscopy procedure. There was a delay and the patient was under general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
Corrected data: h6 (the correct investigation conclusions code has been provided in reference to the code listed on the first follow-up report).